Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken cover. It was also indicated that the ventricular heart wire failed incoming testing, and the case was damaged. The epg was unable to be repaired and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken cover. The epg was returned for service. There was no patient involvement.